Event description:
N/a

Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. The device history record shows no abnormalities relating to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number and sampling plan reviewed and is acceptable. Repair depot service center performed failure analysis to identify root cause and was unable confirm complaint event. Outside the complaint event, functional testing identified the handle does not build up enough pressure and one finishing cap was broken. Both items were repaired per standard work.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp slipped during head clamping on (B)(6) 2018. Additional information was received on (B)(6) t2018 and (B)(6) t2018 stating that a 6-inch laceration was caused by the slippage on a (B)(6) year old female patient during a craniotomy procedure. The laceration was stapled. Surgery delay was reported due to the product problem.